Event description:
The user is questioning the functionality of the device during a patient use event. The patient did not survive.

Manufacturer narrative:
Multiple attempts were made to retrieve the device but were unsuccessful. Insufficient information available to support a final analysis. The customer has not responded to repeated requests for information. Without the device and/or device event files, analysis is not possible.

Manufacturer narrative:
(B)(4). Product evaluation pending.